Event description:
Restylane dermal improperly injected by medical professional. Adverse effects: lumping and improper placement. Restylane contour improperly placed, have had to pay out of pocket (B)(6) to dissolve some of the filler with hyaluronidase. Lumping is still persistent, unable to resolve with image center located in huntington beach. Duration: 3 months.